Manufacturer narrative:
Caller did not provide this information. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 103 mg/dl, lo (less then 10 mg/dl), and 89 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.